Event description:
The hcp reported that a pump memory error occurred during programming. A roller study was performed that demonstrated the roller study was performed that demonstrated the roller was not functioning. The pump was explanted and returned to the manufacturer for analysis.